Event description:
A report was received that after a permanent trial procedure, the patient had paralysis on both legs. The patient underwent a lead pull where a hematoma was discovered which was also removed. The patient was able to move some of her left foot and was moved to a rehabilitation hospital for therapy.

Manufacturer narrative:
Additional information was received that the physician feels the paralysis was procedure related.

Event description:
A report was received that after a permanent trial procedure, the patient had paralysis on both legs. The patient underwent a lead pull where a hematoma was discovered which was also removed. The patient was able to move some of her left foot and was moved to a rehabilitation hospital for therapy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3138-35, serial/lot # (B)(4), description: scs phiii ext 35cm, model # sc-4316, serial/lot # (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.